Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system, compared to a professional meter, within 10 minutes: 267 mg/dl (patient's performa meter) and 122 mg/dl (hospital's performa meter). No adverse event reported. Return of the suspect device was requested for evaluation.